Manufacturer narrative:
Complaint (B)(4): both the affected device and unused samples have been returned for evaluation.. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer reported while in the middle of drawing blood from a patient, the needle detached and remained in the patient's arm. Customer advised the phlebotomist was able to remove the detached needle without causing any harm to the patient. Customer provided photographs. Customer advised device and its packaging did not show damage or tamper prior to use. Device removed from packaging using the "open here" triangles on top of the package. Needle cap removed by pulling straight off. Phlebotomist reported no difficulty with puncture during draw, no redirecting of needle, or pressure applied to puncture site. No movement by the patient or patient discomfort expressed during the blood draw.

Manufacturer narrative:
Complaint (B)(4): received 1pc (used) and 30pcs (unused) of 450130/g2408338 for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We forwarded the complaint, customer pictures, and samples to our affiliated headquarters in austria, from which we receive this product. According to their investigation and comments, a check of production documentation revealed no deviations in relation to the reported error. Visual inspection of both the used sample and unused samples showed no visible damage to the cannulas, and the presence of glue was confirmed. Furthermore, bonding force testing on the unused samples was within specification. The complaint cannot be confirmed. Corrected data: d4: lot #; h6: component code, type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.